Manufacturer narrative:
(B)(4): firing trigger teeth, pinion axle support the analysis results found that the ets45 device was received with the firing trigger broken and with a reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device was fired across the mesentery of the appendix; the device made a popping noise and the firing trigger broke. When they observed the staple line it had partially cut and stapled. The surgeon used a second like device and fired across the mesentery and completed the procedure. There was no patient consequence reported.